Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. It is possible the image was not displayed temporarily because of a temporary communication failure occurring due to water leakage from the cable pinhole, however; a definitive root cause could not be determined as it was not duplicated. The following information is stated in the instructions for use (IFU): ¿never store this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which would allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information on 02nov2022: the reported issue occurred before a stent removal procedure. The device was replaced, and the procedure was completed.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the camera head cut off when used with the video system. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not duplicated. During evaluation, it was observed, the connector part, electrical contact had discoloration, the connector part connector was cracked, the connector part was stamped, the cable part pinhole had poor watertightness, the cable part was twisted, the head main body had discoloration, the head main body had scratches, the head main body was flooding, the head part imaging pixel had defect, and the head part imaging / cable part was flooded. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.